Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female pt (unspecified age) who had essure (fallopian tube occlusion insert) inserted and the inner catheter did not release the coil properly with roll back it stretched and eventually unraveled and snapped off at green sheating, he deployed the coil and the inner coil came back out with wire and is loose in top of uterus and md reported coil was in the pt with about 1/2 coil trailing. No info given on pt's history, past drugs, concurrent conditions and concomitant medication. On (B)(6) 2014, the pt had essure (fallopian tube occlusion insert) inserted. The physician deployed the coil and the inner coil came back out with wire and is loose in top of uterus. The outer coil stayed in tube. It appears the inner catheter did not release, the coil properly and with roll back, it stretched and eventually unraveled and snapped off at the green sheathing. The physician reported coil was in the pt, with about 1/2 coil trailing. The physician will check it in the 3 months hysterosalpingography. Reporter causality: no assessment was given. Follow-up info received on 05/08/2014: this case refers to a (B)(6) pt. Essure lot number was b93872 (expiration date 11/2016). Essure was inserted 9 weeks post-partum. Previous gynecological interventions were denied. The insertion was considered easy, xylocaine was used as analgesic. Tubal spasm occured. The visualization of the tubal ostium was easy. The fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 minutes. No imaging tests or hsg were performed yet. Dpv (interpreted as depo provera) was used as back-up contraception. It was mentioned that one coil appeared in place, but the other essure was not visualized in tube. A new attempt to visualize the coil would be performed in the following day. The reported considered the conditions caused by the essure devices.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.